Event description:
It was reported that the caller experienced intermittent occlusion alarms. The customer's blood glucose (bg) level was 580 mg/dl. Elevated bg was addressed by correction bolus via pump and manual insulin injection. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin delivery.